Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during use it was discovered that the stopper is a different shade with a paxgene® blood ccfdna tube. The following information was provided by the initial reporter: (2 of 3 complaints) it was reported that the customer received tube that was bluish grey in color.